Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q floor unit. During an emergency cardiovascular procedure, x-ray release on the system was unavailable. The procedure was delayed for approximately 15 minutes and then continued following complete system reboot. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation of the reported event was completed by our experts. Detailed analysis revealed that the graphic ram (gra) driver experienced an error preventing release of x-ray during the procedure. All options for x-ray release were unavailable due to this issue (e.g., footswitch and handswitch). The warning message ¿no fluoro, try again¿ was displayed to the user. The system was restarted by the user; however, it did not recover immediately. The error message ¿fd not ready¿ was displayed to the user during the system reboots. It took the system several minutes to recover and then the procedure was continued. The root cause for the issue was identified as ias-a hardware (gra board) failure. All boards were reseated, and all network connections were checked as part of service actions to prevent any future reoccurrences. The reported error has not reoccurred since the service activities. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
7/19/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.